Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the cone was uneven and the device could tear skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the end side of the skin mesher was bent and the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration and test cut could not be performed due to the damaged comb. The gear and roller had visual damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, damaged comb, and gear. Skin graft mesher, serial number 03894, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. During the initial inspection it was noted that the comb was damaged. The cause of the damaged comb cannot be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, damaged comb, and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 03894, was repaired, tested and returned to the customer.

Event description:
Initial inspection revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the cone was uneven and the device could tear the skin. No adverse events were reported as a result of this malfunction.